Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they were having problems with their implanted neurostimulator (ins) and wanted to get in touch with a representative. Patient said it was not charging right and it was taking like 4 hours to charge. Patient mentioned they had an appointment on the 16th to get an MRI so needed assistance soon. Patient stated they had a new controller that they accidentally left in their car and it got too hot and something messed up in it so it quit working so they had to go back to their old controller and the damaged controller was somewhere in storage. Agent offered to do some troubleshooting over the phone, but pt insisted they wanted to work with their manufacturer representative.  The issue was not resolved.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6), product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial#(B)(6), product type programmer, patient product ID 97755, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and repeated details from original call. Patient stated their ins was taking too long to charge, and their manufacturer representative (rep) gave them a controller as a loaner, but it was still taking too long to charge with the patient's recharger telemetry module (rtm). Patient stated their rep wants the controller and rtm replaced. A replacement controller and recharger were sent out.